Event description:
Patient needed a new oximeter probe. A new probe was placed and attached to the recording cable. Once attached the monitor read that the probe had a faulty sensor. This probe was removed and another new one was applied and again it read that the probe had a faulty sensor. This occurred again 10 days later with another patient. Uncertain of lot number but recorded the number of the same device that was next in the patient cart. May not be the correct lot number.